Manufacturer narrative:
The investigation determined the higher than expected vitros li results were obtained for multiple samples from a single patient processed on a vitros 5600 integrated system. The assignable cause of the event was user error associated with processing lithium testing on the vitros analyzer using a sample tube type (lithium heparin) that is not recommended for use with the vitros lithium assay per the vitros lithium instructions for use.

Event description:
The customer obtained higher than expected vitros lithium (li) results for multiple samples drawn from a single patient processed using a vitros 5600 integrated system. Patient sample results of 1.4 and 1.7 mmol/l vs. The expected result of 0.3 mmol/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The lithium results were reported out of the laboratory and questioned by an emergency room medical professional. It was confirmed that no treatment was altered, initiated or stopped based upon the reported results. It was expected that a corrected report with only the serum lithium result would be sent out. There was no allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).